Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 at noon with a blood glucose level of 585 mg/dl and diabetic ketoacidosis. The customer's insulin infusion set disconnected while he was sleeping. Standard troubleshooting was performed. The insulin pump functioned as designed. The product is not being returned. Nothing further was reported.